Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display after changing the battery. Blood glucose value was 7.0 mmol/l. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. It was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display return and the customer received a failed battery test. The customer was assisted with clearing the alarm, a new battery was inserted and the display remained blank. It was instructed to remove the battery for 2 hours and call back if the display does not return after changing the battery.